Event description:
It was reported to the manufacturer by the facility (B)(6), per the facility the cna put the resident into the sling and attached sling to 4 point cradle on the lift. The resident was raised into the air. When the cna tried to move the cradle to move the resident, the connection got stuck. The sling tilted and the resident slid out onto the floor. The resident was transported to (B)(6) for evaluation and testing. A CT scan was performed to check for a head injury and was okay. A x-ray was performed on the right hip and showed a fracture. The resident was kept at the hospital overnight and then transferred to (B)(6) before returning to (B)(6). (B)(4) has been entered into our system to retrieve the lift for evaluation. As of this writing, the lift has not been received by joerns healthcare.